Event description:
Complainant reported that the transfer device and catheter were still connected, but not all the sources could be visualized. Through a conference call with novoste, all radioactive materials were positively accounted for.